Event description:
It was reported that a patient presented to clinic for follow up. Patient was having diaphragmatic stimulation due to the right ventricular (rv) lead. Device interrogation revealed decrease in r-wave amplitude on the rv lead. On (B)(6) 2022, the physician elected to reposition the rv lead. The patient condition was stable.